Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the "screw could not be inserted completely into the bone and a portion of the screw was protruded. The hex driver was used to try and insert it further or remove it but the screw did not move. The surgeon scraped off the protruded portion to make the surface smooth. The screw remains in the patient." No revision is planned at this time.